Event description:
It was reported that the device has intermittent power, it runs slow then speeds up, then goes slow again. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint for intermittent running was not confirmed as the product was not received for evaluation. It is possible, based on the event description that the device failed due to a malfunctioning component. Device is not returned to manufacturer facility for evaluation.